Event description:
It was reported that customer experienced occlusion alarms and noticed a blockage at infusion set site within a few hours of insertion, with insulin collecting at the site. There was no adverse impact to the customer's blood glucose level. Customer disconnected tubing, tightened connection, attempted a bolus as instructed, then removed infusion site with compromised cannula, inspected cartridge for damage, filled and loaded new cartridge, and was instructed to replace supplies as needed and resume insulin therapy.